Event description:
During troubleshooting for an unrelated alarm on the homechoice, it was reported that the patient reused single use devices during therapy. The patient had cycled the power on the device to clear the alarm and proceeded to go through setup on the hc using the previously used supplies. The patient had never disconnected from the supplies and was going through setup steps on the hc while connected. The technical service representative explained proper procedure to the patient and advised the patient to set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to reuse single use devices. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.